Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and no issues regarding the manufacturing process, packaging or final inspection were reported. As part of incoming inspection for the absorbent material, the lot was tested for the following; absorbency rate and absorbent capacity/ratio. All test results passed the raw material specification requirements. After reviewing the incoming raw material test records, the supplier statement of analysis and the DHR, there is no evidence that there was an absorbency defect in the raw material. We cannot definitively confirm any absorbancy related issues without being provided a test sample of the device to evaluate.

Event description:
It was reported that the drape failed to absorb betadine and spillage as normal and as a consequence the sterile field was compromised. There was reported leakage on the patient. It is not known if the patient is injured but the health care professional (hcp) has concerns the patient may need prophylactic antibiotic due to compromised sterile field.